Manufacturer narrative:
Product complaint # (B)(4) investigation summary visual analysis of the returned device revealed that the pinnacle sector ii cup 50mm had signs of wear on the concave area, which is consistent with the cermaic head having a direct contact with the device after a disassociation event occurred between the liner and the cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the pinnacle sector ii cup 48mm had signs of wear on the concave area, which is consistent with the delta cer head 9/10 28mm -3 having a direct contact with the device after a disassociation event occurred between the liner and the cup. Furthermore, audible sound can be confirmed as this condition could happen as a consequence of the disassociation. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinnacle sector ii cup 48mm would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device lot number 404621, and no non-conformances / manufacturing irregularities were identified. Added: d10 (concomitant) corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9, h6 medical device problem code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d4 (lot catalog), h4, h6 medical device problem code. Corrected: d1, d2a, d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a tha surgery for oa with the implants in question. After the surgery in (B)(6) 2024, x-rays showed no abnormalities in the liner in question. In (B)(6) 2025, CT scan revealed some wear (eccentricity of the head) movement behind the liner. On (B)(6) 2025, the patient visited the hospital complaining of abnormal noise and pain. An x-ray revealed significant displacement of the femoral head center. Dislocation and wear were suspected, but the x-ray findings did not reveal dislocation. The surgeon doubted that such extensive wear could occur in such a short period of time, and suspected liner dislocation. On (B)(6) 2025, a revision was scheduled for (B)(6) 2025. During the surgery, a sales representative checked the situation from the surgical field and confirmed the following: the liner at the top of the cup rim was embedded into the cup, with the anti-rotation tab destroyed. The delta head had collided with the cup rim and the tapered locking portion of the cup/liner (discolored due to friction with the head), causing significant damage. The surgeon determined that re-fixing the liners would be difficult, so all implants placed in the previous operation were removed and a complete revision was performed. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.